Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain(abdominal area, pelvic area)') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, flank pain, cesarean section, hernia repair, tobacco user, pain in hip, pain legs, spinal fusion nos, anorexia, hematuria, arthropathy, mastodynia, neck pain, dysfunctional uterine bleeding, anovulation, goiter, asc-us, chlamydial infection, prediabetes, polymorphic light eruption, pregnancy, hyperkeratosis, carpal tunnel release, pelvic inflammatory disease and vaginal bleeding. Previously administered products included for an unreported indication: steroids, prenatal vitamins and depoprovera shots. Concurrent conditions included asthma, irregular periods, ovarian cyst, ovarian enlargement, right lower quadrant pain, diarrhea, vomiting, unable to urinate, suprapubic pain, smear cervix abnormal, sciatica, pain ankle, foot pain, chest pain, weakness, lightheadedness, tingling feet/hands, dyspnoea, breast pain female, chest tenderness, stomach ulcer and menometrorrhagia. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2015, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) from (B)(6) 2008, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2018 and salbutamol (albuterol hfa) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain(abdominal area, pelvic area)") and hot flush ("hot flashes"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems-conditions: anxiety") and depression ("psychological or psychiatric problems-conditions: depression"). In (B)(6) 2009, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the nausea, anxiety, depression, dysmenorrhoea and hot flush outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, insertion procedure completed yes coils on right side 1 coils on left side 1. Pain scale sheet done yes average pain during procedure 1. Most pain during procedure 2 patient had essure done. She reported that being on dmpa made her bleed "all the time". Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: normal appendix. Right ovary mass and probably representing right ovarian cyst. Ovarian enlargement noted; on (B)(6) 2014: subtle borderline prominence of the proximal plantar fascia. This however demonstrated normal internal signal. The findings suggest possible mild plantar fasciitis. Tenosynovitis of peroneus longus and brevis tendons. Computerised tomogram abdomen - on (B)(6) 2014: no acute process detected.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: no abnormalities. It appears the fallopian tubes are completely occluded by the essure. Magnetic resonance imaging - on (B)(6) 2008: impression: grossly unremarkable MRI of the lumbar spine with no definite findings to explain the patient's symptoms. There is no significant central canal stenosis or neural foraminal compromise on today's exam.; on (B)(6) 2015: impression' postsurgical changes as discussed above. There is no convincing evidence of disc herniation or central mechanical neural compromise at any cervical level.. Ultrasound pelvis - on (B)(6) 2009: findings: normal size (approximately 11 x 5.5 x 3.7 ern) uterus with normal homogeneous echotexture and normal (3 mm) endometrial echo thickness. Enlarged (approximately 2.7 x 5 x 5.s cm) right ovary, which an approximately 3 x 3.s x 4.5 cm complex cyst with globular internal echo genic solid material and posterior enhancement. No color flow detected within intracystic solid material. Ultrasound scan vagina - on(B)(6) 2009: impression: normal pelvic ultrasound; on an unknown date: essure confirmation test(s) (unspecified) : result: both fallopian tubes were blocked successfully. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: nausea, depression, anxiety, menorrhagia, dysmenorrhea and migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain(abdominal area,pelvic area)') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, flank pain, cesarean section, hernia repair, tobacco user, pain in hip, pain legs, spinal fusion nos, anorexia, hematuria, arthropathy, mastodynia, neck pain, dysfunctional uterine bleeding, anovulation, goiter, asc-us, chlamydial infection, prediabetes, polymorphic light eruption, pregnancy, hyperkeratosis, carpal tunnel release, pelvic inflammatory disease and vaginal bleeding. Previously administered products included for an unreported indication: steroids, prenatal vitamins and depoprovera shots. Concurrent conditions included asthma, irregular periods, ovarian cyst, ovarian enlargement, right lower quadrant pain, diarrhea, vomiting, unable to urinate, suprapubic pain, smear cervix abnormal, sciatica, pain ankle, foot pain, chest pain, weakness, lightheadedness, tingling feet/hands, dyspnoea, breast pain female, chest tenderness, stomach ulcer and menometrorrhagia. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2015, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) from may 2008 to (B)(6) 2008, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2018 and salbutamol (albuterol hfa) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain(abdominal area, pelvic area)") and hot flush ("hot flashes"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychaitric proiblems-conditions: anxiety") and depression ("psychological or psychaitric proiblems-conditions: depression"). In (B)(6) 2009, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the nausea, anxiety, depression, dysmenorrhoea and hot flush outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, insertion procedure completed yes coils on right side 1 coils on left side 1. Pain scale sheet done yes average pain during procedure 1. Most pain during procedure 2 patient had essure done. She reported that being on dmpa made her bleed "all the time". Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: normal appendix. Right ovary mass and probably representing right ovarian cyst. Ovarian enlargement noted; on (B)(6) 2014: subtle borderline prominence of the proximal plantar fascia. This however demonstrated normal internal signal. The findings suggest possible mild plantar fasciitis. Tenosynovitis of peroneus longus and brevis tendons. Computerised tomogram abdomen - on (B)(6) 2014: no acute process detected.. Hysterosalpingogram - on an unknown date: essure device was successfujly occluded; on (B)(6) 2008: no abnormalities. It appears the fallopian tubes are completely occluded by the essure. Magnetic resonance imaging - on (B)(6) 2008: impression: grossly unremarkable MRI of the lumbar spine with no definite findings to explain the patient's symptoms. There is no significant central canal stenosis or neural foraminal compromise on today's exam.; on (B)(6) 2015: impression' postsurgical changes as discussed above. There is no convincing evidence of disc herniation or central mechanical neural compromise at any cervical level.. Ultrasound pelvis - on (B)(6) 2009: findings: normal size (approximately 11 x 5.5 x 3.7 ern) uterus with normal homogeneous echotexture and normal (3 mm) endometrial echo thickness. Enlarged (approximately 2.7 x 5 x 5.s cm) right ovary, which an approximately 3 x 3.s x 4.5 cm complex cyst with globular internal echo genic solid material and posterior enhancement. No color flow detected within intracystic solid material.. Ultrasound scan vagina - on (B)(6) 2009: impression: normal pelvic ultrasound; on an unknown date: essure confirmation test(s) (unspecified) : result: both fallopian tubes were blocked successfully. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: nausea, depression, anxiety, menorrhagia, dysmenorrhea and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain(abdominal area,pelvic area)') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, flank pain, cesarean section, hernia repair, tobacco user, pain in hip, pain legs, spinal fusion nos, anorexia, hematuria, arthropathy, mastodynia, neck pain, dysfunctional uterine bleeding, anovulation, goiter, asc-us, chlamydial infection, prediabetes, polymorphic light eruption, pregnancy, hyperkeratosis, carpal tunnel release and pelvic inflammatory disease. Previously administered products included for an unreported indication: prenatal vitamins and depoprovera shots. Concurrent conditions included asthma, irregular periods, ovarian cyst, ovarian enlargement, right lower quadrant pain, diarrhea, vomiting, unable to urinate, suprapubic pain, smear cervix abnormal, sciatica, pain ankle, foot pain, chest pain, weakness, lightheadedness, tingling feet/hands, dyspnoea, breast pain female, chest tenderness, stomach ulcer and menometrorrhagia. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2015, levonorgestrel (mirena), paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2018 and salbutamol (albuterol hfa) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain(abdominal area, pelvic area)") and hot flush ("hot flashes"). In june 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the nausea, anxiety, depression, dysmenorrhoea and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)-2008, insertion procedure completed yes coils on right side 1 coils on left side 1. Pain scale sheet done yes average pain during procedure 1. Most pain during procedure 2 patient had essure done. She reported that being on dmpa made her bleed "all the time". Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: normal appendix. Right ovary mass and probably representing right ovarian cyst. Ovarian enlargement noted; on (B)(6) 2014: subtle borderline prominence of the proximal plantar fascia. This however demonstrated normal internal signal. The findings suggest possible mild plantar fasciitis. Tenosynovitis of peroneus longus and brevis tendons. Computerised tomogram abdomen - on (B)(6) 2014: no acute process detected.. Hysterosalpingogram - on an unknown date: essure device was successfujly occluded; on (B)(6) 2008: no abnormalities. It appears the fallopian tubes are completely occluded by the essure. Nuclear magnetic resonance imaging - on (B)(6) 2008: impression: grossly unremarkable MRI of the lumbar spine with no definite findings to explain the patient's symptoms. There is no significant central canal stenosis or neural foraminal compromise on today's exam.; on (B)(6) 2015: impression' postsurgical changes as discussed above. There is no convincing evidence of disc herniation or central mechanical neural compromise at any cervical level.. Ultrasound pelvis - on (B)(6) 2009: findings: normal size (approximately 11 x 5.5 x 3.7 ern) uterus with normal homogeneous echotexture and normal (3 mm) endometrial echo thickness. Enlarged (approximately 2.7 x 5 x 5.s cm) right ovary, which an approximately 3 x 3.s x 4.5 cm complex cyst with globular internal echo genic solid material and posterior enhancement. No color flow detected within intracystic solid material.. Ultrasound scan vagina - on (B)(6) 2009: impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: nausea, depression, anxiety, menorrhagia, dysmenorrhea and migraines quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain(abdominal area,pelvic area)') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, flank pain, cesarean section, hernia repair, tobacco user, pain in hip, pain legs, spinal fusion nos, anorexia, hematuria, arthropathy, mastodynia, neck pain, dysfunctional uterine bleeding, anovulation, goiter, asc-us, chlamydial infection, prediabetes, polymorphic light eruption, pregnancy, hyperkeratosis, carpal tunnel release, pelvic inflammatory disease and vaginal bleeding. Previously administered products included for an unreported indication: steroids, prenatal vitamins and depoprovera shots. Concurrent conditions included asthma, irregular periods, ovarian cyst, ovarian enlargement, right lower quadrant pain, diarrhea, vomiting, unable to urinate, suprapubic pain, smear cervix abnormal, sciatica, pain ankle, foot pain, chest pain, weakness, lightheadedness, tingling feet/hands, dyspnoea, breast pain female, chest tenderness, stomach ulcer and menometrorrhagia. Concomitant products included ibuprofen from 21-jul-2009 to 5-oct-2015, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) from may 2008 to august 2008, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil) from 24-jul-2009 to 6-sep-2018 and salbutamol (albuterol hfa) from 27-jul-2009 to 6-sep-2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain(abdominal area, pelvic area)") and hot flush ("hot flashes"). In (B)(6) 2008, the patient experienced anxiety ("psychological or psychiatric problems-conditions: anxiety") and depression ("psychological or psychiatric problems-conditions: depression"). In (B)(6) 2009, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the nausea, anxiety, depression, dysmenorrhoea and hot flush outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, insertion procedure completed yes coils on right side 1 coils on left side 1. Pain scale sheet done yes average pain during procedure 1. Most pain during procedure 2 patient had essure done. She reported that being on dmpa made her bleed "all the time". Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: normal appendix. Right ovary mass and probably representing right ovarian cyst. Ovarian enlargement noted; on (B)(6) 2014: subtle borderline prominence of the proximal plantar fascia. This however demonstrated normal. Internal signal. The findings suggest possible mild plantar fasciitis. Tenosynovitis of peroneus longus and brevis tendons. Computerised tomogram abdomen - on (B)(6) 2014: no acute process detected.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: no abnormalities. It appears the fallopian tubes are completely occluded by the essure. Magnetic resonance imaging - on (B)(6) 2008: impression: grossly unremarkable MRI of the lumbar spine with no definite findings to explain the patient's symptoms. There is no significant central canal stenosis or neural foraminal compromise on today's exam.; on (B)(6) 2015: impression' postsurgical changes as discussed above. There is no convincing evidence of disc herniation or central mechanical neural compromise at any cervical level.. Ultrasound pelvis - on (B)(6) 2009: findings: normal size (approximately 11 x 5.5 x 3.7 ern) uterus with normal homogeneous echotexture and normal (3 mm) endometrial echo thickness. Enlarged (approximately 2.7 x 5 x 5.s cm) right ovary, which an approximately 3 x 3.s x 4.5 cm complex cyst with globular internal echo genic solid material and posterior enhancement. No color flow detected within intracystic solid material.. Ultrasound scan vagina - on (B)(6) 2009: impression: normal pelvic ultrasound; on an unknown date: essure confirmation test(s) (unspecified) : result: both fallopian tubes were blocked successfully.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: nausea, depression, anxiety, menorrhagia, dysmenorrhea and migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain(abdominal area,pelvic area)') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, flank pain, cesarean section, hernia repair, tobacco user, pain in hip, pain legs, spinal fusion nos, anorexia, hematuria, arthropathy, mastodynia, neck pain, dysfunctional uterine bleeding, anovulation, goiter, asc-us, chlamydial infection, prediabetes, polymorphic light eruption, pregnancy, hyperkeratosis, carpal tunnel release and pelvic inflammatory disease. Previously administered products included for an unreported indication: prenatal vitamins and depoprovera shots. Concurrent conditions included asthma, irregular periods, ovarian cyst, ovarian enlargement, right lower quadrant pain, diarrhea, vomiting, unable to urinate, suprapubic pain, smear cervix abnormal, sciatica, pain ankle, foot pain, chest pain, weakness, lightheadedness, tingling feet/hands, dyspnoea, breast pain, chest tenderness, stomach ulcer and menometrorrhagia. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2015, levonorgestrel (mirena), paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2018 and salbutamol (albuterol hfa) from (B)(6) 2009 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain(abdominal area, pelvic area)") and hot flush ("hot flashes"). In (B)(6) 2009, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the nausea, anxiety, depression, dysmenorrhoea and hot flush outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, hot flush, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, insertion procedure completed yes coils on right side 1 coils on left side 1. Pain scale sheet done yes average pain during procedure 1. Most pain during procedure 2 patient had essure done. She reported that being on dmpa made her bleed "all the time". Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: normal appendix. Right ovary mass and probably representing right ovarian cyst. Ovarian enlargement noted; on (B)(6) 2014: subtle borderline prominence of the proximal plantar fascia. This however demonstrated normal internal signal. The findings suggest possible mild plantar fasciitis. Tenosynovitis of peroneus longus and brevis tendons. Computerised tomogram abdomen - on (B)(6) 2014: no acute process detected.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: no abnormalities. It appears the fallopian tubes are completely occluded by the essure. Nuclear magnetic resonance imaging - on (B)(6) 2008: impression: grossly unremarkable MRI of the lumbar spine with no definite findings to explain the patient's symptoms. There is no significant central canal stenosis or neural foraminal compromise on today's exam. On (B)(6) -2015: impression' postsurgical changes as discussed above. There is no convincing evidence of disc herniation or central mechanical neural compromise at any cervical level. Ultrasound pelvis - on (B)(6) 2009: findings: normal size (approximately 11 x 5.5 x 3.7 ern) uterus with normal homogeneous echotexture and normal (3 mm) endometrial echo thickness. Enlarged (approximately 2.7 x 5 x 5.s cm) right ovary, which an approximately 3 x 3.s x 4.5 cm complex cyst with globular internal echo genic solid material and posterior enhancement. No color flow detected within intracystic solid material. Ultrasound scan vagina - on (B)(6) 2009: impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: nausea, depression, anxiety, menorrhagia, dysmenorrhea and migraines. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and medical record received. This case became incident. New events added from pfs- pain(abdominal area, pelvic area), vaginal bleeding, menorrhagia, hot flashes, anxiety, depression, dysmenorrhea and nausea were added. Patient¿s demographic details were added. Reporters were added. Essure lot number added. Patient¿s medical history, lab test, concomitant drugs and treatment drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.